Event description:
Additional information reported an x-ray was completed on 2014-(B)(6) where the physician ¿visibly saw a fracture in the lead.¿ it was stated the explant of the lead remained unscheduled at the time of follow-up, as the patient was noted to have been awaiting a date to have a new lead implanted at the same time. It was noted the patient was ¿fine¿ with ¿no problems to report¿ at the time of follow-up.

Event description:
It was reported that on (B)(6) 2013, contacts 4,5,7 had out-of-range high impedances. The patient was reprogrammed using the remaining contacts. The patient was seen again approximately 3 months later and the remaining contacts were all out-of-range. The lead could no longer be used. The patient had reportedly not had any fall or injury that could have accounted for the damage to the lead. There were no patient symptoms associated with the event. The reporter indicated that the patient was not going to have a revision surgery for a few months.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).